Event description:
A (B)(6) male patient contacted zoll customer support to report that when he attempted to power on his monitor, the screen was white. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (screen white / blank) has been confirmed. Upon evaluation, the jtag table board was shorted and the monitor was not powering on properly. The cause for the white / blank screen and failure to power up was a short on the jtag table board. The root cause for the electrical short circuits cannot be positively identified. No adverse event resulted from the shorted circuits. The patient was issued a replacement monitor.